Manufacturer narrative:
This report is submitted on may 18 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site (date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2020.

Event description:
It was reported that the infection was treated with oral antibiotics however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 04 june 2020.